Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00401.

Event description:
The patient was undergoing a coil embolization procedure in the left vertebral artery using penumbra coils 400 (pc400's). During the procedure, the physician deployed and detached a pod packing coil (podj) in the target vessel using a px slim delivery microcatheter (px slim). While attempting to advance a pc400 into the px slim, the physician noticed that the pc400 introducer sheath was thin and the coil would not advance out of the sheath. Therefore, the physician removed the pc400 introducer sheath and attempted to load the pc400 into the previously used podj introducer sheath; however, the pc400 became detached in the process. Subsequently, the pc400 was set aside and the physician opened a new pc400. While attempting to advance the new pc400 into the px slim, the pc400 would not advance out of its introducer sheath; therefore, it was removed. The procedure was completed using additional pc400's and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first pc400 evaluated. The pusher assembly was twisted together and fractured. The embolization coil stretch resistant wire (sr wire) was fractured and the coil was detached from its pusher assembly. Conclusions: evaluation of the first pc400 revealed that pusher assembly and embolization coil sr wire were fractured and the pusher assembly was twisted together. If the device is retracted through the introducer sheath friction lock in attempt to use a different sheath, damage such as an sr wire fracture may occur. This is due to the proximal portion having a larger outer diameter (od) than the inner diameter (ID) of the introducer sheath friction lock. Further evaluation of the returned pc400 revealed that the pusher assembly was twisted together. This damage was likely incidental and may have occurred while packaging of the device for return to penumbra. The returned condition of the first evaluated pc400 limited the penumbra investigators ability to evaluate the pusher assembly. Evaluation of the second pc400 revealed that the introducer sheath was ovalized. If the introducer sheath is forcefully gripped or pinched during advancement, damage such as ovalization may occur. Further evaluation of the returned pc400 revealed that the pet heat shrink was distal to its manufactured location. This type of damage likely occurred due to forceful manipulation while trying to advance the coil out of its sheath. The px slim identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00401.